Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline wound infection. The patient was in stable condition with stable vitals. The wound had minimum discharge and a bacteria test result positive with serratia marcescens. Antibiotic therapy was administered in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported event of an infection at the driveline exit site; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted photographs captured what appeared to be redness, inflammation, bruising, and purulent drainage at the driveline exit site, consistent with infection. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), including packaging and sterilization records, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU outlines care instructions in reference to preventing infection, including exit site treatment. Furthermore, the patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.